Manufacturer narrative:
(B)(4). As per the bmet the issue has occured multiple times during testing. In past experiences the flow rate was set and the stepper flow meter stayed inactive until the next flow adjustment was made. With this epgs, the stepper motor kept making adjustments which could be heard from time to time.

Event description:
It was reported that during the use of the device for a non-clinical activity, the actual gas flow of the electronic patient gas system (epgs) was 1.0+ liter/minute higher than the flow rate that was set and indicated on the central control monitor (ccm). There was no patient involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. Data logs were returned to the manufacturer on 01-aug-2017. Per biomedical technician (bmet) the hose connections were checked with no issues found. No gas leak was heard and no alerts, alarms or message was observed in the unit. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the electronic patient gas system (epgs) to a system 1 simulator and central control monitor (ccm), attached oxygen (o2) and air at 50 psi and entered a perfusion screen on the ccm. After the 15-minute warmup period, calibration of the epgs was initiated and failed. The pst removed the cover of the epgs and found there was no o2 sensor installed. The pst installed a lab use only o2 sensor, and successfully calibrated the epgs. Monitored the air flow at 5 l/min, the flow measured by an external flowmeter was 5.15 l/min. Monitored the air flow at 6.40 l/min, the flow measured by an external flowmeter was 6.58 l/min. The pst agitated internal connectors and found that by moving the flowmeter cable assembly, the air flow was unstable and every few seconds the flow meter stepper motor would briefly activate. While agitating the cable assembly, the purple wire easily came away from the connector. The pst temporarily replaced the cable and the flow rate measurements and the flow rate stepper motor were stable. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.